Manufacturer narrative:
Stryker evaluated the device and was unable to verify or duplicate there reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device gave a "connect electrodes" message. In this state the device may be inoperable and defibrillation therapy may not be available if needed. The patient involved did not survive.

Event description:
The customer contacted stryker to report their device gave a "connect electrodes" message. In this state the device may be inoperable and defibrillation therapy may not be available if needed. The patient involved did not survive.

Manufacturer narrative:
Stryker performed a clinical review of this event and there insufficient information to determine if the device caused or contributed to the event.